Event description:
Litigation alleges that the patient suffers from pain, discomfort, fatigue, swelling, and difficulting standing and walking, additional medical care and monitoring, and other related physical and emotional stress.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffers from pain, discomfort, fatigue, swelling, and difficulty standing and walking, additional medical care and monitoring, and other related physical and emotional stress. Doi: (B)(6) 2009- dor: none reported (right side). Patient is a resident of (B)(6). Update der rcvd 6 august 2014 - added patient demographics, dor, cup loosening, surgeon / hospital details and sleeve product.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.